Event description:
The customer reported to baxter an interlink continu-flo solution set in which the injection hub collapsed. According to the report, the nurse was using becton dickinson luer-locking syringes to administer versed and fentanyl. After the third or fourth injection at this same site, the injection site was pushed into the tubing resulting in a blood backflow. The tubing was then swapped out and no further issues were encountered. The condition occurred during patient use. There was no patient injury or medical intervention associated with this event. This is report 1 of 2 of the same reported problem from this facility. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.